Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker issued an alert in the remote monitoring system because the atrial intrinsic amplitude measurements were low, out-of-range at less than 0.5mv. Intermittent atrial undersensing was observed in the stored automatic threshold test electrograms (egms). The other lead values were within normal limits. An email was sent to the clinic recommending further review, noting the alert would not retrigger until the device was interrogated with a programmer. No adverse patient effects were reported. The device remains implanted and in service.